Event description:
It was reported that during a percutaneous treatment procedure, a guide wire fracture occurred. The 182cm choice intermediate guide wire broke when withdrawing from the patient. The procedure was completed with this choice guide wire. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The device was received with the wire detached in two segments. Visual inspection performed found a fracture located approximately 57cm from the proximal end. There were kinks located approximately 55.5cm from the proximal end and 111cm from the distal end. According to the (B)(4) report, the failure occurred due to a ''bending/tension overload.'' The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous treatment procedure, a guide wire fracture occurred. The 182cm choice intermediate guide wire broke when withdrawing from the patient. The procedure was completed with this choice guide wire. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).